Manufacturer narrative:
No lot number or product evaluation sample is available. A detailed investigation or batch review cannot be conducted. Therefore this evaluation will be closed and will be monitored through our post market product monitoring review process. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted.

Manufacturer narrative:
(B)(6).based on the available information, this event is deemed to be a reportable malfunction. Additional information has been requested, but no additional patient/ event details have been provided to date. Should additional information become available, a follow-up report will be submitted.(B)(4).

Event description:
It was reported that flexiseal drainage system leaking. It was further reported that the "nurse followed the protocol and re-injected the correct amount of solution to re-inflate the balloon. It leaked again. System was removed from patient and nurse saw the balloon was defective."